Event description:
Customer reported sys is displaying an error message, and the keyboard is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the power supply cables and fluoro functions board. System operates as intended. This MDR is related to ge healthcare.